Event description:
Per the clinic, the patient developed chronic skin infection at the site next to the implant magnet. The patient was treated with antibiotics, however the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient was hospitalized for the medical treatment.